Event description:
The medwatch form alleges the consumer's foot slipped off the wheelchair pedal, causing the pedal to flip to the side. It was noted the pedal had a bent hinge. The consumer complained of lower leg pain afterwards. The consumer has x-rays that revealed a fractured left tibia and fibula.

Manufacturer narrative:
Information indicates the user had fractured their foot when it had slipped off their footplate. Model number provided 1424hdz80 does not indicate manufacturer's device. If device was manufactured by invacare, serial number indicates device is 15 years old and is no longer in warranty. Alleged device service and maintenance history is unknown. No confirmation device is an invacare chair. MDR filed as a conservative measure.